Event description:
A valiant stent graft system was inserted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 1 month ago. Aneurysm and vessel morphology were not reported. It was reported that the stent graft could not be deployed. There was no injury and the patient is fine. The device has not been returned for evaluation. No further information is available at this time. Please note that this model number tf3636c150x is not approved in the united states; however, it is similar to the tf3636c114x which is approved in the united states.

Manufacturer narrative:
Evaluation: results: lack of information device was not returned - without return of the delivery system, it was not possible to determine cause of deployment difficulty. Conclusion: lack of information device was not returned - without return of the delivery system, it was not possible to determine cause of deployment difficulty.